Manufacturer narrative:
(B)(4). 3004753838-2024-147198-01 was reported in error. Please disregard supplemental downgrade of this event as this event has now been deemed reportable.

Event description:
Please disregard downgrade supplemental 3004753838-2024-147198-01. It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). MFR# 3004753838-2024-147198 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that a damaged wire occurred. The sensor was inserted on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4)